Event description:
It was reported that the implant was removed because the neck of the implant was found to be fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Additional PMA/510(k) number ¿ k101880. Device manufacturer date.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. The patient was reported to have (high density) type I bone and was reported to have pre-existing condition of bruxism and clenching. The reported device had been placed on tooth #16 (fdi) for approximately 1.5 years. X-ray or picture image was not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant was removed because the neck of the implant was found to be fractured. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative

Event description:
No further event information is available at the time of this report.